Manufacturer narrative:
At analysis the stated reason for return (broken pen connector and head, no longer powers on) was partially confirmed. The device did start up for its test, however the stylus did not work, the stylus connector on the micro processor unit (mpu) board was broken. It was additionally noted that there were errors found in the update history, the plastic anti-slip layer was ripped off the label of the radiofrequency programming head, the power bay assembly, keyboard and lower case were worn and the stylus was missing. The mpu board, power bay assembly, keyboard, stylus and anti-slip label layer were replaced, as was the cooling fan as a preventive measure, new software was installed, the touch screen was calibrated, the device was cleaned and it then passed its electrical safety as well as all of its final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken pen connector and head. It was further reported that it no longer powered on. The programmer was returned for service. No patient complications have been reported as a result of this event.